Event description:
Pt was scheduled for bilateral open capsulotomies with exchange of implants. At the time of surgery the implants that were in the pt to be exchanged were found to be ruptured. Since the surgeon performing the capsulotomies and implant exchange was not the same surgeon that had put the original implants in the pt, the MFR was unknown. The pt was also unaware of the MFR brand of the implants. The implants were sent to pathology along with the tissue from the capsulotomies for exam. The pathology report showed no unusual pathology relating to the implants or tissue sent to be examined.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.